Manufacturer narrative:
Device available for evaluation: correction from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, system risk analysis (sra) and functional analysis. ¿trending analysis of the smoke/haze issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ the catalytic converter and oil mist filter were returned and tested. No smoke or odor emitted from the components during the cycle. The return of the catalytic converter and oil mist filter could not be confirmed. The assignable cause of the smoke/haze issue is the catalytic converter and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the smoke/haze issue. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a "smoke" or haze emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.